Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. Heartsine downloaded the device's memory log and was able to identify two child patient prompts being issued on the (B)(6) 2021. This would suggest the user had become aware of a fault at that time. The reported fault would suggest the contacts within the reed switch had incorrectly remained closed with an adult pad-pak installed, and it is therefore reasonable to conclude that the likely cause of the reported issue was due to intermittent failure of the reed switch. The reed switch controls whether the device recognizes an adult or child patient pad-pak insertion. If a child patient is detected but an adult is connected, the higher the impedance the lower the shock energy. There is potential to cause an adverse event but it is dependent on both the impedance of the patient and the switch failing.

Event description:
As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient which may result in adverse consequences. No patient involvement.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient which may result in adverse consequences. No patient involvement.